Manufacturer narrative:
(B) (4). The ge service rep repaired the pin in the cable connection and order a video splitter. The system operates as intended.

Event description:
The customer reported that the monitor cart did not display an image. The pin in the cable connection was bent. No pt injury was reported.